Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's physician had advised the patient to turn off the ins for 2 weeks to reset due to all 4 programs being set at "5+" and the patient no longer had effective therapy. When the patient turned therapy back on it was quite painful dialing back to lower levels. The caller then indicated that the patient's ins stopped working twice. The caller indicated that when the say it stopped working it was because the patient had urgency and was going to the bathroom more so the allegation that the ins stopped working appeared to mean a return of target symptoms. The caller indicated that the second time the ins stopped working they were on vacation so they just increased stimulation and changed the program. The patient then reported that they were zapped when turning the ins back on and that programs 3 and 4 have not had much success with the patient. The patient was advised to follow-up with their physician and then indicated that after being reprogrammed they had a delayed response and felt stimulation in their toes before feeling it in their bike seat. In an email sent later the patient reported that after the call the patient turned stimulation on and synced their device and was set to 3.4 on program 1. "Then arrowed right to program 4 which was not on, but still set at 7.6 from when it stopped working." The patient then pressed the minus key, but nothing happened and "it displayed [unknown symbol] in the upper left corner and in the center was the symbol alerting [the patient' to sync." The patient did not sync though because that was why the patient called as it was painful to sync when it was set so high. The patient wanted to know if there was a way to reduce stimulation prior to turning the device on. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.